Event description:
Set came out 500ml bbraun bag containing etoposide. Set was connected by an infusion adapter made by bd phaseal. Diagnosis or reason for use: safety. Event abated after use stopped or dose reduced: yes.